Event description:
An operating room nurse connected the insufflator to a nitrogen tank thinking it was the carbon dioxide tank. Three pts had procedures in which the nitrogen was used; none required treatment. The rptr stated that the hose from the insufflator has a yoke on the end which attaches to the carbon dioxide tank. The yoke has a pin index system which is only supposed to be able to be connected to the carbon dioxide tank. The MFR's rep, who felt that the nurse may have forced the connection, replaced the pin index. The MFR's rep was asked to make the connection of the yoke to the nitrogen tank; the rptr stated that he was able to do it without forcing the parts together.info submitted as follow-up 1/25/95: the rptr heard from the MFR who acknowledged that the pins on the yoke are too short. Appropriate modifications are being made.